Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient having bilateral uncemented oxfords. Surgeon implanted the first (left) tibial tray using the tibial tray introducer and finished the procedure without concern. Surgeon prepared the second knee for an uncemented tibial tray and when trying to attach the implant to the instrument he noticed a part missing. Carried with the case and x rayed the patients left knee whilst still in the operating theatre. X ray confirmed the broken price was still in the patient¿s knee. Opened the patient back up and safely removed the broken part.

Event description:
Patient having bilateral uncemented oxfords. Surgeon implanted the first (left) tibial tray using the tibial tray introducer and finished the procedure without concern. Surgeon prepared the second knee for an uncemented tibial tray and when trying to attach the implant to the instrument he noticed a part missing. Carried with the case and x rayed the patients left knee whilst still in the operating theatre. X ray confirmed the broken price was still in the patient¿s knee. Opened the patient back up and safely removed the broken part.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with this item # / lot # combination. An oxford tibial tray one piece impactor fractured during surgery. The brittle fracture occurred at the posterior foot of the impactor. The instrument shows signs of repeated use, such as scratches and dents on the impactor¿s body and the anterior (adjustable) foot. The fracture may have been caused by the over impaction of the tibial tray, over/under-tightened against tibial trays or sub-optimal use during impaction or at instrument extraction. However, the exact cause of failure cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.